Event description:
Curlin pump tubing with 1.2 micron filter made by (B)(4). Ref # (B)(4), lot # cf1021804 exp date 02-2015. Microbubbles in peristaltic section of tubing which cannot be dislodged or primed out. This same problem has been previously reported by myself with ref # (B)(4).